Event description:
Procedure type: ventral hernia repair. According to the reporter: all 5 devices jammed while firing tacks. Surgeon used 5 devices until he was able to complete the case with them. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated on feb 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.